Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012217, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012217". The count of complaint is 0 which is below 3. No further statistical trending analysis is required device history record (DHR) review: the lot 6012217 was manufactured according to the work instruction (wi) version 101 and manufactured in the machine multivac 14 on 12/mar/2025, with a total of (B)(4) units. Glue-tubing lot: the lot 5b05935 was manufactured according to the (wi) version 67 and manufactured in the machine sc05 and sc06on 11/mar/2025, with a total of (B)(4) units. The lot 5b05936 was manufactured according to the (wi) version 67 and manufactured in the machine sc05 and sc06 on 12/mar/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.